Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a vacation cottage. The cause of death was diabetes type 2 and coronary artery disease. The caller stated that the customer had heart disease and had a massive heart attack. The caller stated that the customer's blood glucose was either really high or really low, causing problems, especially physically, for the customer. The caller stated that the customer's blood glucose was sometimes above 50 mg/dl and other times it was above 500 mg/dl. The caller stated that they do not know the customer's blood glucose at the time of death, but they know that it was in a good range; 110 mg/dl to 120 mg/dl, two hours prior to passing, and the customer was feeling good. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the date of (B)(4) 2016 due to pump received without battery installed.